Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/27/2017, that on (B)(6) 2017, a loss of connection between the transmitter and mobile application occurred. Data was provided for evaluation. The reported loss of connection was confirmed. A root cause could not be determined.